Manufacturer narrative:
As the lot number for the device was provided, a lot history review was performed. The sample was returned to the manufacturer for inspection/evaluation. The investigation is confirmed for detachment; however, the investigation is inconclusive for balloon rupture. A definitive root cause for the reported event could not be determined. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model atg120144 pta balloon dilatation catheter allegedly experienced material rupture and detachment of device or device component. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The age, weight and gender of the patient were not provided.